Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER). Upon examination, the patient was in ventricular tachycardia (vt) and an external shock was provided. After the ER, the device was interrogated and an error code 1010. Technical services was consulted and informed this code 1010 indicates that there are inconsistencies in the stored therapy history and if the history information is corrupt, the pg will reset and all existing therapy history will be deleted. Ts provided troubleshooting options and recommended to replace the device it this recurs. A save to disk was performed and after a second interrogation was performed the error did not occur again. The patient was kept at the hospital for observation. At this time, the device remains in service. No additional adverse patient effects were reported.